Event description:
It was reported that the left ventricular lead was explanted and replaced due to muscle/nerve stimulation. It was further reported that there was intermittent failure to capture/intermittent threshold on the lead. There was also a report of phrenic nerve stimulation that occurred several weeks after implant. At that time, reprogramming of the lead was done. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on distal conductor (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on distal conductor (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to muscle/nerve stimulation. No patient complications were reported as a result of this event.